Event description:
It is reported that the surgeon couldn't put the wire through the connector of the cable assembly.

Manufacturer narrative:
This report will be amended when our investigation is complete.